Manufacturer narrative:
The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver morphine (30 mg/ml at 9.006 mg/day) and bupivacaine (30 mg/ml at 9.006 mg/day). Analysis of the pump found no significant anomaly with the device. The catheter ((B)(4)) was returned for analysis and damage to the transition tube was found.

Event description:
The pump and catheter were returned to the manufacturer without documentation; no allegation was made against the device or therapy. The indication for use was non-malignant pain and failed back syndrome (other).